Event description:
It was reported that the user accidentally dropped the ilet, resulting in a cracked pump housing and physical separation of the device enclosure; the user immediately discontinued pump use and reverted to multiple daily injections, and a replacement ilet was arranged with return of the original. Symptoms included no reported adverse clinical effects and no reported glycemic excursions. Outcomes included continued diabetes therapy via injections without interruption and no medical intervention or hospitalization. Investigation included collection of event details, return logistics, and review of device status and handling information. Investigation of the returned device revealed a device housing fracture consistent with external physical damage from dropping the device, with no indication of internal malfunction or alert behavior prior to the impact. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.